Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon fired the stapler and turned the handle two turns to remove the stapler and anvil. The anvil came off the handle. The surgeon was not able to remove the anvil from the rectum. The surgeon removed the stapler leaving behind the anvil. He removed the anvil with a kelly after 15 minutes. He sutured the anastamosis as there was no rectal donut. He performed a leak test that was negative. He proceeded to scope the patient and didn't see anything unusual. He was not able to see the staples due to the anastomotic lip. The staple fired completely. The surgeon wasn't able to see the staple line even while he was scoping the patient. The injury was possible rectal tearing. There was unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was a delay in surgical time of more than 30 minutes. The delay did affect the patient, as the patient was under anesthesia longer than the expected case time. The anvil did fall into the patient cavity. The device fragment was not left in the patient. To correct the condition the surgeon removed the anvil with a kelly.